Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 20 mmol/l; cause was due to occlusion alarm. The customer delivered a correction bolus via pump to address the blood glucose level. The customer resolved the issue by changing the trusteel infusion set and cartridge, and then resumed insulin use.